Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2007) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2008 - patient was diagnosed with ventral incisional hernia thereby underwent laparoscopic repair with implant of composix kugel (device 1 and 2). Per op notes, ¿a large hernia sac with omentum was noted and reduced. A composix kugel (device 1) was placed and tacked using sutures. Device 1 does not cover the defect properly. An additional composix kugel (device 2) was placed over the device 1 and sutured.¿ (B)(6) 2011 - patient was diagnosed with small bowel obstruction thereby underwent open repair with implant of synthetic mesh. Per op notes, ¿the extensive adhesions were lysed. The loops of small bowel adherent to prior meshes (device 1 and 2) were taken down and a synthetic mesh was placed and sutured.¿ (B)(6) 2012 - patient was diagnosed with recurrent incisional hernia and fascial defect thereby underwent open repair with implant of two synthetic meshes. Per op notes, ¿the prior scar was excised. Two pieces of prior meshes (device 1 and 2) were noted were densely adherent to bowel was taken down. The prior kugel meshes (device 1 and 2) were excised and left some adherent mesh. Two synthetic meshes were placed to two hernia defects and sutured.¿ (B)(6) 2013 - patient was diagnosed with infected soft tissue, suture granuloma and abscess thereby underwent open repair with excision of soft tissue, sutures and evacuated the abscess. (B)(6) 2013 - patient was diagnosed with infected mesh thereby underwent open repair with partial excision of composix kugel (device 1 and 2) and synthetic meshes. Per op notes, ¿the old scar was excised. Pus was drained and cultured. The prior infected meshes (device 1 and 2) and some synthetic mesh were resected and sutured.¿ (B)(6) 2013 - patient was diagnosed with infected retained mesh thereby underwent open repair with excision of retained mesh (device 1 and 2) and synthetic mesh. Per op notes, ¿the infected large pieces of meshes were noted and excised entirely. The sinus tract was excised and sutured.¿ (B)(6) 2013 - patient was diagnosed with infected retained sutures thereby underwent open repair with excision of sinus tract and retained sutures.